Manufacturer narrative:
S/w version: 4.11j. Retainer ring=black. Pump case type: ngp. The pump was returned for unexpected pump error 23 alarms found on 03/07/2023. Pump successfully downloaded traces and history files using thus. Unit passed the displacement test and self test. No unexpected pump error 23 alarms noted during testing, however pump error 23 confirmed in the pump history/trace files on 03/07/2023 at 17:16:05.000 and at 17:16:24.000. Battery was taken off pump and no unexpected pump error 23 alarms alerted in less than 10 mins. However, the history/trace download confirmed pump error 53(line number 270 file number 32) alarms on 03/06/2023 at 15:20:03.000 and at 15:20:10.000. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor/motor]. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Unexpected pump error 23 alarms not confirmed. However, pump error 53(line number 270 file number 32) alarms confirmed in the pump history/trace files on 03/06/2023 at 15:20:03.000 and at 15:20:10.000 due to moisture damage on the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 23 - post-reset ram crc alarm. Troubleshooting was performed and the customer was unable to clear the alarm. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.